Manufacturer narrative:
No products have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the system was unable to take boost images. When looking at the logs, the local representative (fse) found an error 32. This was reported during planned maintenance. There was no patient involved.